Event description:
It was reported that the patient came into the clinic on the date of the report because the pump was alarming; the patient heard the alarm on (B)(6) 2014. Telemetry confirmed a critical alarm was occurring due to a zero ml reservoir volume reached. It was noted that a refill was done on (B)(6) 2014, and they did not update the pump; the last change was reading (B)(6) 2014. The patient was having no therapy issues. The pump was being used to deliver lioresal. No interventions were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10908r64, implanted: (B)(6) 2001, product type: catheter; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).